Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with episodes of syncope. During examination, it was noted that there was noise on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2021. The patient was in stable condition during and after the replacement procedure.